Event description:
Initial report made by the clinical education department in 2002 that a donor reaction had occurred. The center was contacted via phone on that same day and reported that approximately 30-40 minutes after the procedure the donor complained of a rash, headache and itching. A rash was noted on the donor's arms, legs, abdomen, chest. The rash faded from the abdomen prior to medical intervention (25mg benadryl) by the center medical director. The donor was released once the headache and rash became less and the donor felt better. The center contacted the donor 7 days, later and the donor stated that they slept for two days and missed one day of work. Some symptoms continued including itching, back pain, dry heaves. The donor had returned to work in 9/2002 at this donor center for 4 hours, went home early, and later that same day went to outpatient care at a hospital. The physician at the hospital told the donor that they may have had an allergic reaction to the acd or the kit. The donor returned to work 3 days later. Donor stated they feel fine now. The donor was a healthy allogeneic donor with no previous apheresis donations. Three whole blood donations within the last 12 months.